Manufacturer narrative:
(B)(4). Additonal information received: the only additional information that is available is the surgeon didn't wholly attribute the leak to our stapler. The patients were treated and are now fine.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. Additional information requested but unavailable.

Event description:
It was reported that after a sleeve gastrectomy procedure the patient returned to the hospital and it was found they had a leak at the fundus. It was unknown if it was an anastomosis leak or bleeding. It was unknown if the staples or the staple line were malformed. The sales rep stated that the patient is currently in stable condition, but it was unknown how they were treated. It was unknown how much time had passed since the original surgery.